Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has had balance issues in the last month. Patient fell last friday and was admitted to the hospital condition has gotten worse over time and the healthcare provider wanted to eliminate the deep brain stimulation therapy as a cause of patient's worsening condition. The manufacturer representative ran impedances. Everything on left side looks good. All but c and 8 with a slightly elevated impedance of 2169 ohms look good. Caller confirmed that patient is programmed to contacts 10 and 11 and does not use contact 8 for right side but wanted to confirm this would have no effect on patient's overall therapy. It was noted that patient has improved of this morning where she is talking and watching tv just fine. Per caller, worsening condition does not appear to be related to dbs programming.